Event description:
A ventriculo-peritoneal shunt was implanted on (B)(6), 2026 for tumour-related hydrocephalus. The initial pressure adjustment was 150mmh2o. Last adjustement was made on (B)(6) 2026 at 150mmh2o.the pressure setting of the sophysa polaris programmable valve was verified prior to the patient undergoing an MRI examination. The valve setting was confirmed at 150 mmh20 before the scan.following the MRI examination, the valve setting was found to have changed to 200 mmh2o. As a result, the valve had to be reprogrammed to restore the prescribed pressure setting.

Manufacturer narrative:
Initial & final: the product will not be returned for analysis as the valve has been reprogrammed to restore the prescribed pressure settings.the traceability analysis conducted showed that the product meets our specifications.in the absence of the valve itself, it is difficult to draw definitive conclusions. The lack of radiographic verification further limits our ability to fully assess the situation. However, based on the information provided, it appears unlikely that the pressure setting was misinterpreted or that the valve was improperly adjusted.